Event description:
Info rec'd indicates product inspection during use noted the raceway tubing material appeared pinched. The pt was taken off bypass for approximately five minutes for circuit change out. The replacement was accomplished with minimal blood loss and with no patient complication reported.